Event description:
Report received of an underdelivery. The pump was programmed to deliver 1000ml of normal saline at a rate of 200ml/hr for hydration. After infusing for 3 hours, the nurse reported that "the bag looked fuller than expected"; and approximately 300ml from an expected 600ml was gone from the bag. The doctor was notified and orders were given to decrease the rate of the IV solution. There was no reported change in the patient's hemodynamic status as a result of the underdelivery of the IV fluids. Specific blood pressure readings were not provided. The patient did not experience any adverse effects. No medical interventions were required. Though requested, no further info was available.